Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. Approximately fourteen years and six months post filter deployment, a computed tomography scan showed that the filter detached, perforated, migrated and tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately eleven years and six months later, computed tomography (CT) revealed that the filter was present in the infra renal inferior vena cava. The tip was at the level of the right renal vein. A strut appears external to the inferior vena cava at approximately the 8:00 position, with fat plane present, distance measuring approximately 0.5 cm. A strut at the 7:00 position extends posteriorly, to the superior endplate of the l3 vertebral body, though no fat plane was evident between the inferior vena cava and the strut. Similar appearance was present at the 5:00 position, with strut extended to the inferior endplate of l2 without a definite fat plane. While several other struts appear to be external to the inferior vena cava no definite fat plane was identified. For example, an anterior strut at approximately the 12:00 position appears within the pancreas, though no fat plane was present between inferior vena cava and the pancreas to confirm this. Similarly, a strut at the 10:00 position appears at the duodenum, but again, no fat plane was present to confirm this. The filter appears angulated, it follows the course of the inferior vena cava on anteroposterior view was mildly angulated with the body located more posterior and inferior vena cava on sagittal imaging. The body of the filter appears adjacent to the right lateral wall of the inferior vena cava. A linear metallic density was seen in the left hepatic lobe was likely a fractured strut measuring approximately 2.5 cm with mild angulation. The patient reportedly experienced abdominal pain. Therefore, the investigation is confirmed for alleged filter limb detachment, perforation of the inferior vena cava (ivc) and filter tilt. However, the investigation is inconclusive for alleged filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: h6(device: 4001), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Device: 4001).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. Approximately fourteen years and six months post filter deployment, a computed tomography scan showed that the filter detached, perforated, migrated and tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.